Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a no delivery while priming the new infusion set. The patient's blood glucose at the time of incident was 34 mg/dl, which she treated by eating. The customer stated that the low occurred by over-bolusing. Troubleshooting was initiated for the no delivery alarm. The customer was assisted with clearing the alarm. The customer then disconnected and reconnected the same reservoir and tubing. The customer was able to push insulin through the tubing without incident. The customer then rewound the pump, reinserted the reservoir, and ran a manual prime to at least 5.0 units of insulin; the customer completed this successfully and was advised that the pump was working as designed. The alarm was apparently caused by a connection issue. The customer was advised to monitor the pump. No products were shipped or returned.